Manufacturer narrative:
Additional manufacturer narrative: device evaluation is pending. A supplemental MDR will be submitted when the evaluation is complete.

Event description:
Edwards learned that a 21mm bioprosthetic valve was explanted after an implant duration of 4 years and 10 months due to aortic stenosis secondary to calcification on the non-coronary cusp side leading to stiff cusp.

Manufacturer narrative:
Device evaluated by manufacturer: during visual examination, moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 at the inflow aspect and 3mm on leaflet 1 at the outflow aspect. Leaflets were observed to be stiff due to calcification. The sewing ring was cut around the valve circumference and exposed the wireform at the inflow and outflow aspect. Hematomas were observed on leaflets 2 and 3. X-ray demonstrated heavy calcification on all three leaflets, wireform distortion around leaflet 1, and commissures 2 and 3 bent. Based on the product evaluation findings, the clinical observation was confirmed. Calcification and host tissue restricted leaflet mobility and led to stenosis. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Corrected data: model #/lot # was entered erroneously and should be as follows = model # 3300tfx, serial # (B)(4).